Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). We are waiting that the customer provides us the sample for investigation at the moment. A follow-up report will be provided after the sample was receipt and the inspection results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in france): connector/catheter-detached the perifix catheter connector sleeve slides easily => the connector opens, that detached the epidural catheter. Pain increased and infectious risk.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received approximately 350 unused safety clip in open packaging. 100 of the received samples were taken to a visual inspection. We detected no damages or other deviations. Afterwards, the 100 safety clip´s were taken to a function test according to the test plan. Method description: sleeve version. Assemble perifix catheter to perifix catheter connector as in practice; slip perifix catheter connector clip over the perifix catheter connector until it is fitted flush to the front of the perifix catheter connector. Actual: we detected no deviations, it was possible without problems to slip the safety clip´s over the catheter connector and fitted flush to the front. The samples were forwarded to the manufacturer b. Braun aesculap japan co.ltd. Tochigi. Bbaj investigation results: visual inspection: received 350 unused alligator clips and 2 unused connectors. Alligator clip visual inspection: compared the received samples with reference sample no.qcs-160 and verified that the two were identical. No abnormalities were found. The alligator clips were constructed 4 cavities/1 shot. No incongruence of cavity gap found between the samples. Results: all samples were within company specifications. Although the samples were within specifications, the product design is being updated to increase the force required to open the catheter connector under change control: (B)(4).